Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device has a tendency to not click when locking the blade could not be confirmed. It was determined that the device could not be tested because the unit came apart, and the bearing housing came unscrewed. However, during evaluation, it was observed that the seals were worn; and gear components and bearings were corroded. The assignable root cause of this condition was determined to be due to due to loctite degradation from repeated sterilization and wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the sagittal saw attachment device had a tendency to not "click" when locking the blade in place. During in-house engineering evaluation it was observed that the unit came apart, and the bearing housing came unscrewed. It was also noted that the seals were worn and gear components and bearings were corroded. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.